Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA. Medwatch report # mw5077668.

Event description:
It was reported that the bd safetyglide¿ shielding sterile im hypodermic needle had debris along the shaft of the needle while medication was being drawn up. Found during use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd safetyglide shielding sterile im hypodermic needle had debris along the shaft of the needle while medication was being drawn up. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
One safetyglide needle in an opened package was received, confirmed to be from batch #7121694 (p/n 305902). It was visually evaluated and the shield was removed. The cannula was observed to be covered in white loose particles attached to the outside, with at least one larger than level 3, which is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Product defect confirmed based on sample evaluation. Quality has previously reviewed, evaluated and investigated this failure mode. The foreign matter in question is from the plastic molding operation that makes the components of the needles. Corrective action: additional cleaning. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.